Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
During an unknown surgery on (B)(6) 2013, the wooden handle of a chisel cracked and one piece fell onto the floor. Surgery was not prolonged and no adverse effect to the patient reported. This is 1 of 1 report for this event.